Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.   This is one of two products used during the same procedure. (B)(4).

Event description:
As reported, during preparation of two (2 each) 90 cm. Saber 5 mm. X 2 cm. Balloon catheters (same catalog number, different lot numbers), air was continually aspirated and the preparation could not be completed. Two (2 each) non-cordis balloon catheters were prepped using the same indeflator without any issue. The procedure finished successfully. There was no reported patient injury. The products were not clinically used and they will be returned for analysis. The target lesion was unknown. No target lesion characteristic information was provided. Additional information received indicated that the target lesion is unknown and no target lesion characteristic information is available. No information is available in regards to if there was any luer hub crack or any other product issue identified prior to preparation. The products were stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the IFU. There were no other product issues noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
During preparation of two (2 each) 90 cm. Saber 5 mm. X 2 cm. Balloon catheters (same catalog number, different lot numbers), air was continually aspirated and the preparation could not be completed. Two (2 each) non-cordis balloon catheters were prepped using the same indeflator without any issue. The procedure finished successfully. There was no reported patient injury. The target lesion was unknown. No target lesion characteristic information was provided. Additional information received indicated that the target lesion is unknown and no target lesion characteristic information is available. No information is available in regards to if there was any luer hub crack or any other product issue identified prior to preparation. The products were stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the IFU. There were no other product issues noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.   (B)(4): another non-sterile unit of saber 5 mm 2 cm 90 was received coiled inside a plastic bag. Per visual analysis, it was noticed that the balloon was previously inflated/deflated and no anomalies or damages were found on the received unit. Leak test was performed to the received unit. Negative pressure was applied to purge the balloon device of air, and the balloon/device maintained the negative pressure with no anomalies found. Then, the balloon/device was inflated over 9 atm (over the nominal pressure) and deflated with no leakage found. A device history record review was performed for lot 17518518 and showed that this lot of products met all requirements per the applicable manufacturing quality plan.   The reported ¿balloon - leakage - during negative prep¿ was not confirmed during analysis of the two returned devices. The exact cause of the balloon leakage during negative pressure experienced by the customer could not be determined during analysis. Based on the information available for review, concomitant device issues or procedural/handling factors may have contributed to the issues experienced by the customer since no defects were noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR reviews nor the product analyses suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.   This is one of two products used during the same procedure.  Please reference MFR. Report # (B)(4)/9616099-2017-01039 and (B)(4)/9616099-2017-01040.